Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that there were three misaligned staples at the front of the device, and the remaining staples were jammed behind the misaligned staples. The stapler was returned with the trigger unengaged, and there was biological material on the device. The stapler was received with 33 staples left in the cover block, indicating the customer fired at least 2 staples. The first three jammed staples were removed for dimensional analysis. The height of staple 1 was measured to be 0.129", which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. The overall length of staple 1 was measured to be 0.5520", which does meet the defined specification range of 0.5525" 0.0015" per the applicable drawing. The inner angles of staple 1 were measured to be 90 and 90 , both measurements met the defined specification range of 90 1 per the applicable drawing. The height of staple 2 was measured to be 0.131", which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. The overall length of staple 2 was measured to be 0.5590" , which does not meet the defined specification range of 0.5525" 0.0015" per the applicable drawing. The inner angles of staple 2 were measured to be 90 and 90 , both measurements met the defined specification range of 90 1 per the applicable drawing. The height of staple 3 was measured to be 0.129", which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. The overall length of staple 3 was measured to be 0.5510", which does meet the defined specification range of 0.5525" 0.0015" per the applicable drawing. The inner angles of staple 3 were measured to be 90 and 89 , both measurements met the defined specification range of 90 1 per the applicable drawing. Staple 2 was measured to be out of specification. The stapler was returned with three misaligned staples at the front of the device, and the remaining staples were jammed behind the misaligned staples. The stapler was attempted to be fired by engaging the trigger multiple times, and no staples fired due to the misalignment of the staples at the front of the device. The three frontmost misaligned/jammed staples were removed from the mouth of the cover block for dimensional testing. The second frontmost staple was measured to be out of specification. After the three frontmost jammed/misaligned staples were removed, functional testing was initiated with the remaining 30 staples. Upon full engagement of the trigger, the staple fully formed and released in the air. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin, indicating the root cause for the staple misalignment was the second frontmost staple that was measured to be out of specification. No defects were observed on the pawl assembly. The pusher was correctly attached in the cover block. Minor die stamping anomalies were discovered on the forming tool. Per DHR the product visistat 35w 6/box lot # 73h2400853 was manufactured on 08/26/2024 a total of 27,000 pieces. Lot was released on 09/05/2024. DHR investigation did not show issues related to complaint. The applicable drawing was reviewed for the dimensional inspection specifications. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was received with 33 staples left in the cover block, indicating the customer fired at least 2 staples. The stapler was returned with three misaligned staples at the front of the device, and the remaining staples were jammed behind the misaligned staples. The stapler was attempted to be fired by engaging the trigger multiple times, and no staples fired due to the misalignment of the staples at the front of the device. The three frontmost misaligned/jammed staples were removed from the mouth of the cover block for dimensional testing. The second frontmost staple was measured to be out of specification. After the three frontmost jammed/misaligned staples were removed, functional testing was initiated with the remaining 30 staples. Upon full engagement of the trigger, the staple fully formed and released in the air. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin, indicating the root cause for the staple misalignment was the second frontmost staple that was measured to be out of specification. No defects were observed on the pawl assembly. Minor die stamping anomalies were discovered on the forming tool. The second jammed staple in the cover block was measured to be out of specification. Actions to address this issue of wide staples being out of specification were established as part of nonconformance, which was closed on 31-oct-2025. The sample was manufactured prior to these actions on 26-aug-2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the stapler jammed when applying staples." Additional information received on march 18, 2026, indicated that the patient "required the sutures to be redone in a different way from the incision."

Event description:
It was reported that "the stapler jammed when applying staples." Additional information received on march 18, 2026, indicated that the patient "required the sutures to be redone in a different way from the incision."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.